Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to a cutter driver. No ancillary devices were included. The hawkone was inspected and no damages were found to the distal assembly. The hydrophilic coating of the hawkone showed uneven amounts or coating throughout the shaft. The coating appeared dull and porous where it appeared thicker and areas of the shaft were clear and smooth where the coating was either non-existent or thin. The torque shaft was run between two fingers and a rough surface was felt throughout the shaft. The hydrophilic coating of the torque shaft was uneven throughout the torque shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone device with a non-mdt 7ft sheath and .014 spider for treatment of a 90% stenosed lesion in the right posterior tibial artery/popliteal trunk. Moderate calcification and tortuosity were reported. IFU was followed. The vessel was pre-dilated. Following the first and only insertion of the catheter the hydrophilic coating was visible on the device but the physician queried the integrity of it. The procedure was reported to have been successfully completed with this device. The vessel was post dilated. No patient injury was reported.